Manufacturer narrative:
No definitive conclusions can be made at this time. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
Spinal motion is developing an artificial disc and using charite as a control in their clinical evaluation. Spinal motion reported post-op x-ray showed the implant to be well positioned. Seven-months post-op, she woke with some back pain and moving around bothered her. A CT scan showed bilateral pedicle fractures that were non-displaced and linear at the l4 pedicles on both sides. There was no evidence of charite disc displacement. Eight months out, she underwent an open reduction and internal fixation and fusion for bilateral l4 pedicle fractures with segmental instrumented fusion l3 to l4 to l5.